Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02494. It was reported the patient experienced pain due to lead migration which was confirmed by x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2017. During the procedure, one of the leads was repositioned and the other lead was explanted and replaced due to impedance issue. It is unknown which lead was explanted and which lead was repositioned. The issue was resolved.